Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4) at this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming vent inoperable, motor fault, circuit disconnect, low peak inspiratory pressure (pip), and low exhaled volume (ve). There was no patient involvement.